Manufacturer narrative:
D4: UDI: the manufacturing date and expiration date are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and there was an irrigation issue noted on the catheter during use on the patient. Occlusion/ no irrigation. During the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on patient. Additional information was received on 25-jul-2024. The suspected device for the reported irrigation issue was the catheter. The issue was noted during the device being used on the patient. No error was noted from the irrigation pump. During discharge, the temperature was high and the water flow was normal. It was suspected that there was no water flowing from the head end. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. It was unknown if the correct catheter settings were selected on the generator. This event was originally considered non-reportable, however, bwi became aware of the irrigation issue was noted during use on the patient on 25-jul-2024 and have reassessed the event as reportable. The awareness date for this record is 25-jul-2024.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-oct-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 18-sep-2024, noted a correction to the 3500a initial under h11. Additional manufacturer narrative. It was reported, ¿d4: UDI: the manufacturing date and expiration date are currently not available. Therefore, the full UDI is currently not available.¿ it should have been reported as, ¿d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: expiration date processed as 03-jun-2027. H4: device manufacture date processed as 04-jun-2024. D4: primary UDI number has been processed as (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter. Occlusion/ no irrigation. During the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on patient. Additional information was received. The issue was noted during the device being used on the patient. The device evaluation was completed on 17-oct-2024. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed and the catheter failed the test since the irrigation tube was found bent inside the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. The bent could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: flush the catheter with heparinized saline prior to insertion into the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(6).